Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead in association with the competitor's device exhibited oversensing. There were no reported adverse patient effects associated with this clinical observation.

Event description:
It was reported that after initial pulse generator interrogation, communication with the device was lost. Battery data was 2.52 v, 14 ua and 19.1 kohms. The programmer was rebooted, then a data not read message was displayed in place of battery measurements. The pulse generator was explanted and replaced as it was nearing elective replacement indicator.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was at 2.25 volts. This was due to a discrepant integrated circuit. After replacing the integrated circuit, measured data was still obtained at 2.10 volts.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.